Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the jaws were clamped on resected tissue. A fully formed staple could be seen on the resected tissue. The I-beam was advanced to the cut line. The reload was articulated to the right. The distal end of the cover tube and the adapter were not visible. No adapter or handle were visible in the returned images. No information regarding the specific customer issue that occurred with the device was available. It was reported that the device had difficulty to retract the knife blade, was difficult to straighten, and unable to enter firing mode. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4e1911y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4j0862 sigadaptstnd - sig power sigadaptstnd linear adapter sigpshell - sig power sigpshell control shell, lot# n4h1815y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior rectal resection, after the physician approached the rectum, and closed the cartridge, however the green light did not light up and therefore the device was not fired. The stapler was removed from the patient and was replaced by another reload. Upon checking the device, it was found that reload was bent to the right and the connection with the adapter was loose. The replacement reload was then used and successfully fire, however the knife of the reload did not return after firing. All possible measures (forced restart, reconnecting the handle and adapter, manual adapter tool) were attempted, but the knife could not be pulled back. The mouth and anal bowels of the reload that was locked on the tissue was separated using another company's stapler. The surgical time was extended by 45 minutes due to the tissue.